Event description:
It was reported that an alert/notification settings occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. On 08/30/2024, it was reported that the patient was getting readings of 200-250 mg/dl the whole night and it took a while for the values to go down. When it went down to 140 mg/dl, the patient prepared for bed but fell unconscious. On 09/01/2024, the patients wife woke up around 4-5:00am and found the patient unconscious. It was reported that the mobile app was not alerting when the patient was found unconscious; however, it is unknown what the cgm was displaying during that time. The patient regained consciousness when paramedics arrived and when paramedics checked a bg finger stick it was 40 mg/dl. The patient was provided glucagon and orange juice. The patient's blood sugar was not increasing so the patient was transported to the hospital and en route was treated with IV fluids. At the hospital, he was treated with additional IV fluids. The patient was discharged from the hospital at 1:00pm and during that time the cgm and bg fingerstick were both readings 150 mg/dl. At the time of the report, the patient was doing fine. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.